Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 2 year routine follow-up CT showed the presence of a type ib endoleak. A re-intervention was performed to place an additional iliac limb stent graft successfully resolving the endoleak. As of the date of this report, there have been no additional patient sequelae reported.